Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 cardioplegia sensor. The incident occurred in (B)(6) . This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 cardioplegia sensor displayed an error related to the bubble sensor during a procedure. The user was able to clear the error message and continue the procedure. There was no report of patient injury. A service engineer visited the facility and was able to reproduce the reported issue. The service engineer replaced the bubble sensor, but the issue was not resolved. The cardioplegia sensor was identified to be defective. The customer has elected to continue use of the module until a replacement can be provided. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 cardioplegia sensor displayed an error related to the bubble sensor during a procedure. The user was able to clear the error message and continue the procedure. There was no report of patient injury.